Manufacturer narrative:
Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was found to have a scratch in the center after the lens was fully inserted in the left eye. The lens was removed and replaced with a new lens of the same model and diopter during the same procedure. No unplanned vitrectomy, unplanned sutures, or incision enlargement were required. There was no patient injury and no delay in the procedure. The patient was able to perform daily activities as prior to surgery. The directions for use were followed. The patient has fully recovered. No further information was provided.